Event description:
Event description cpi received information that the implantable pulse generator (ipg) of this pacemaker dependent patient could not be interrogated and could not obtain a magnet rate. The ipg was explanted after being implanted for 98 months. Cpi minimum longevity at nominal settings with a 500 ohm lead is 58 months. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system.